Event description:
Biomed phoned requesting assistance with event log review for an unk event. States, he was requested by clinical manager to pull the event logs from pcu, but he does not have any details of what she is looking for or what the event is. Received update from clinical manager stating they do not need a log review as she was able to figure out what happened. Heparin was running at the wrong rate, and was discovered around 1800-1900 on (B)(6) 2012. "The nurse programmed the rate at 18 instead of a dose of 18, and the second check person did not pick up on it. Only when the pt was transferred, the accepting nurse checked it, they did discover the error." No further details provided regarding concentration and intended rate, or whether this resulted in an overinfusion or underinfusion. There was no report of pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's complaint of programming error could not be confirmed due to the product was not returned for failure investigation. No further investigation of this reported complaint can be conducted.